Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on unknown date. The post implanted magnetic resonance imagining (MRI) showed that the hydrogel injected under the capsule and possibly a small amount made his way into the santorini venous plexus that surrounds the prostate. The patient hasn't reported any symptoms. It was unknown at the time of this reported if the radiation treatment was delayed.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06 imdrf device code a1502 captures the reportable event gel misplaced - vascular. Imdrf device code a1502 captures the reportable event gel misplaced -non- vascular.